Event description:
It was reported that the atrial lead exhibited oversensing. The noise was reproducible with isometrics. It was also noted that bipolar lead impedance decreased from about 500 ohms historically to 250 ohms in 2009.

Manufacturer narrative:
No medwatch form was received.